Event description:
It was reported that this right ventricular (rv) lead exhibited high voltage impedance, higher than 200 ohms. Evidence suggests a lead issue. It was recommended to have some tests performed. Currently remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).